Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received battery out limit. The customer¿s blood glucose level was 269 mg/dl. The customer states that the issues with pump going blank and popping up with battery out limit. The customer also states had experienced high blood glucose and declined to troubleshoot. Troubleshooting was performed for battery out limit. The customer was advised to monitor the pump. The insulin pump will be returned for analysis.